Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the fractured reamer guide. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Possible contributing factor for the bone fracture was the patient's noted sclerotic bone . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that during a reverse shoulder, the glenoid augmented baseplate off axis reamer was being used. It was noted the patient had severely sclerotic bone. The surgeon was leaning on the reamer and it broke the off axis reamer guide. As a result the spike of the guide caused the inferior glenoid to fracture. When reviewing the case at the end it is likely that the surgeon may have potentially been reaming at the wrong angle. He felt the reamer guide bushing get stuck and kicked back thus spinning out the guide with the spike pulling the bone apart. The surgeon has decided to extend rehabilitation time to allow the fracture to heal.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified the fractured guide. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A definitive root cause cannot be determined for the part. Possible contributing factor for the bone fracture was the patient's noted sclerotic bone . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.